Manufacturer narrative:
The returned device was evaluated and investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. No blood was found anywhere on the device. The formed needle was inspected, and no abnormalities were found. Investigation identified a slightly exposed needle before opening the pod. When the device was opened, scoring marks were identified on the inside of the top housing signaling interference with the needle mechanism assembly. The needle fully retracted when the device was opened. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide:  model: ust400 , 17845-5a-aw rev b 09/17.  Changing your pod  : chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.  Checking your blood glucose:   chapter 4 / page 36. Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level rose to over 300 mg/dl. As treatment the patient administered a manual injection of insulin and applied a new pod.